Event description:
It was reported that the entire system was explanted and "patient developed meningitis". No further information was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8596sc, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Catheter model: 8709sc, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.